Event description:
A journal article was reviewed that contained information regarding this lead. There was an apparent fracture indicated; however, no correlation could not be made with unique lead/serial number. The lead status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "time-dependent risk of fidelis lead failure. The american journal of cardiology.105(1):95-99."